Event description:
The user received a false positive troponin t result for one patient sample. The initial result was 0.206 ng per ml; same sample was repeated twice same day resulting at less than 0.010 ng per ml each time. They did not report the initial results. They repeated testing and reported the negative result.

Manufacturer narrative:
The field service representative could not find a cause and checked the analyzer.